Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump continuously shut down during the procedure. The user was able to restart the pump to conclude the procedure. The user reported the surgical procedure was completed successfully, and there was no reported adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation is in progress but not concluded.